Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. The system was tested and found to meet product specifications. The system was manufactured on november 23, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that a system had no reflux during a procedure. The procedure was completed. There was no patient harm. This is the first of two reports for this facility.